Manufacturer narrative:
Age of device - 3 years, 11 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted due to lvad alarms and pump stoppages. The patient was asymptomatic. A log file submitted to the manufacturer's technical service department for analysis confirmed pump stoppages and speed deceleration. These events occurred while the lvad system was connected to mobile power unit (mpu). A short-to- shield percutaneous lead (driveline) issue was suspected. A distal end driveline replacement was performed on (B)(6) 2018. Log file data reviewed after the replacement of the driveline revealed continuing pump stoppages and speed decelerations. The patient was discharged home on ungrounded patient cable for use while on power module. No further information was provided.

Manufacturer narrative:
The report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). The submitted log files showed intermittent pump stops with corresponding low flow and low speed hazards. All of the captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(6) 2018 by abbott personnel. The distal portion was replaced with no issues under work order # (B)(4). The approximately 20" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate but there was some breakdown of the braided shield beneath it approximately 2.5¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient was discharged home on an ungrounded patient cable. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.